Event description:
It was reported that one month after the pump was implanted, the pt complained of pain. A dye study was performed and it was noted that the pump catheter had disconnected from the spinal catheter. Drug was being infused into the pocket. The catheter was reconnected and two months later the pt complained of severe headaches. The pump was explanted after the pt was evaluated for meningitis.